Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 230, 245, 209, 218 and 241 mg/dl. The customer stated his expected am fasting blood glucose test result range is 125-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/23/2027 and per the customer the open vial date is (B)(6) 2026. The meter memory was reviewed for previous test result history: result 1: 230 mg/dl date: (B)(6), time: 12:27pm fasting; result 2: 245 mg/dl date : (B)(6), time: 12:25pm fasting; result 3: 209 mg/dl date: (B)(6), time: 12:233pm fasting; result 4 :218 mg/dl date: (B)(6), time: 8:45am fasting; result 5: 241 mg/dl date: (B)(6), time: 6:52am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned. Reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 13-jan-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.